Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 8:00 am. Customer mentioned hospitalization due to ketones and high blood glucose reading. Customer states there was small air bubbles. Customer states current blood glucose reading was 254 mg/dl. Customer blood glucose reading at the time of the incident was 303 mg/dl. Customer was treated in the emergency room. Customer blood glucose reading at the time of hospital admission was 452 mg/dl. Customer was having heart attack and drinking caffeine. Customer blood glucose reading after a night was 301 mg/dl. Customer was off the insulin pump for less than 48 hours. Customer drive supporting cap is normal. Customer reports insulin exited. Customer declined to check for site and insulin issues. Customer has not changes sites every 2-3 days. Insulin pump will not be returning for analysis.